Manufacturer narrative:
This event has also reported in the importer mw 2951238 - 2022 ¿ 00396 correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time.

Event description:
The customer reports two related events for the same evis exera iii duodenovideoscope. (B)(6) reports the tjf-q190v used in event 1. (B)(6) reports the maj-2315 used in event 1. (B)(6) reports the tjf-q190v used in event 2. (B)(6) reports the maj-2315 used in event 2 (this report). During the pre-cleaning following endoscopic retrograde cholangiopancreatography (ercp) procedures using the same evis exera iii duodenovideoscope (2 days apart) with different maj-2315 distal covers, tissue was found in the scope elevator. The integrity of the distal cover was fine, and the customer conforms it (the distal cover) was properly installed. The customer stated to her knowledge, the doctor was unaware of any tissue injury during the procedure, so the physician did not examine the patient endoscopically afterwards. No treatment or interventions were performed. The patient¿s had no documented complaints.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d4. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the suction being activated while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. Or the scope was being removed while the suction active causing the mucosal damage by the edge of the distal cover. It is also likely that the distal cover was cracked at tear-off line due to inappropriate attachment of distal cover to scope. When press distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. Additionally, it is likely the tip cover was cracked, without confirming the tip cover is properly attached during the pre-use inspection (start the inspection with the tip cover cracked). The event can be detected/prevented by following the instructions for use (IFU) which state: -3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Olympus will continue to monitor field performance for this device.